Event description:
Hospira infusion pump model plum a+ with mednet software, serial number (B)(4), was set for a delivery rate or 2ml/hr of insulin delivery and was found to have delivered 55ml in a 1 hour period when checked by nursing staff. Nursing staff immediately removed pump from patient, contacted physician for directions on what action to take with patient. Event was noticed by staff early enough to prevent serious patient injury. Had the pump intervention not taken place, serious injury or death from an insulin overdose could have resulted. The pump involved, was repeatedly tested by in-house biomedical staff and malfunction of the pump was confirmed. Malfunction was repeatable with original infusion cassette device as well as other cassette devices. Original cassette device was confirmed to operate properly in a different pump of same model and configuration. Manufacturer hospira was on 07/29/2014, regarding the event.